Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter; product ID 8784, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
It was reported that the patient had an infection ¿only where the pump was and the scars from the other revision¿ that could not be identified. The patient wanted a manufacturer¿s representative involved. The infection had been coming on since ¿about (B)(6),¿ and since (B)(6) 2015 the infection ¿seemed worse and was hot¿ per the patient. The patient was on antibiotics and was being monitored. The pump was used to infuse baclofen (compounded), dilaudid (hydromorphone), and marcaine (bupivacaine). No outcome was reported for this event. Follow up was being conducted but was not received at the time of this report. If additional information is received a follow up report will be sent.